Manufacturer narrative:
PMA/510k: 11oct2019. Date of report: 14oct2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The caller reported that when the unit was powered up, the unit displayed a message stating that the backup battery was not connected. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The caller reported that when the unit was powered up, the unit displayed a message stating that the backup battery was not connected. There was no patient involvement.